Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: 9. Strip code: 9. Strip storage: unknown. Symptoms: face turned red, hands and feet went numb and the patient had an attack. A patient reported they were hospitalized. Their meter allegedly was inaccurately low and would prompt clean test area. The result on their meter was 200 (no units). The result on the lab test was 700 (no units). The time difference between patient's meter and lab was unknown. Treatment was IV fluids, higher dose of insulin and oral medication. No further info has been reported.